Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the foreign material possibly remained in the device due to physical damage to the device. The definitive cause was not determined. The event can be detected/prevented by following the instructions for use which are stated in: gif/cf/pcf-290 series operational manual chapter 3 preparation and inspection, and in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object in the insertion tube. There was no patient involvement.